Event description:
It was reported via repair work order that the patient right toprail was broken at spindle mounting flange and the latching spindles were damaged, causing the siderails to not latch in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.